Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during intraocular lens (iol) implantation, the injector feels very stiff and rough when plunger engages with the lens. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. Three opened company handpiece injectors were returned for evaluation for the report injector felt stiff and rough when engaging plunger. A visual inspection of the iol handpiece injectors was performed. Sample 2 was found to be conforming. Samples 1 and 3 were found to be non-conforming, the plunger was observed to be bent. A dimensional inspection for plunger position height was performed. Sample 2 was conforming and sample 1 and 3 and were found non-conforming due to the bent condition of the plunger. Finally, a functional thread to barrel engagement check was performed and all three samples were found to be conforming. A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photos attached to the parent file were reviewed by the manufacturing site. Photo 1 shows alcon label with product information, photos 2 and 3 show an iol within a cartridge, photos 4 and 5 show the injector with the etched product and batch information. Reported issue could not be confirmed. The evaluation found that all three injectors were found functional conforming for plunger movement. Therefore, a root cause could not be determined. The evaluation does confirm two injector plungers (sample 1 and 3 have a bent plunger, which could result in the plunger becoming stuck and rough to engage. The root cause for the nonconforming plunger height is unknown. How and when how the plunger position became damaged cannot be determined from this evaluation and a root cause cannot be determined. The most likely cause of a bent plunger head of the injector is from improper handling of the product. The injector was manufactured in may 2022. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).